Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that implantable neurostimulator (ins) kept shutting off by itself. Patient stated that they were suddenly start having urgency more than usual and then it usually took a day or two to notice but this time it only took them a couple hours to notice but when they checked settings sure enough the ins would show it was off. Patient stated at that point they wouldn't feel stimulation but then when they turned it back on, they felt stimulation. Patient had recent medical test or emi environmental. Patient also stated that they lived in long term care facility. Patient reported that they pressed the synchronize button then looked to see if ins was on/off then pressed both blue buttons (ins on and off ) button on side of patient programmer (pp).patient had thought the ins off button was the ins on button. They reviewed button use. Patient stated "this month" and confirmed month of (B)(6) (includes ins turning 'off' by itself and symptoms returning when therapy was off). Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.